Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing constant flow fluctuations ranging from 2.7 liters (l) to 3.3 l, frequent pulsatility index greater than 11.0, and frequent low flow alarms. Log file review was requested. Technical services stated that the event log was full of pulsatility index events from (B)(6) 2024. In addition, the event log also captured 1 low flow alarm & 2 momentary low flow estimated when the pulsatility index (pi) was elevated. Some of these events were brief and didn¿t generate the alarms. It was additionally reported that on (B)(6) 2024 the patient had a driveline infection and upon examination there was an erythematous area around the device with some brown drainage. It was planned to replace the patient's peripherally inserted central catheter (PICC) and continue antibiotics. It was noted that the patient was seen in clinic on (B)(6)2024 with reports of 2 low flow alarms and elevated pi. The patient noted "occasional" ventricular assist device (vad) alarms lasting a few seconds and with changes in position.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not be determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2024. One low flow hazard alarm was captured in the file. Of note, this alarm was associated with an elevated pulsatility index (pi). A specific cause for these findings could not be conclusively determined through this evaluation. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event which may be associated with the use of heartmate 3 lvas. Both the IFU and patient handbook contain information regarding infection and how to prevent it. The IFU provides an explanation of pump parameters and outlines situations that can result in low flow, including changes in patient conditions. Additionally, the IFU and patient handbook describe alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. The relevant sections of the device history records for mlp-040214 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pulsatility index (pi), and pump flow. In reference to pi, the IFU states that ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle)." Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 "patient care and management", lists infection as a potential late postimplant complication. Additionally, several sections of the IFU and patient handbook provide care instructions in regard to preventing infection as well as the suggested responses in the event of infection. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.